Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
During at-right ablation procedure, prior to ablating, with a vizigo sheath, the patient experienced a clot, foreign body in the aorta, and aortic hematoma. The procedure was aborted, and the patient was sent for more imaging. It was reported that during a left sided atrial tachycardia ablation, a clot was seen when the vizigo sheath was aspirated. The activated clotting time (act) was 331 at that time. No ablations were performed at this time. The physician felt resistance when putting the octaray through the vizigo but did not have issues once the clots were removed from the vizigo. The vizigo was removed from the left atrium (la), so that the physician could use a soundstar catheter to sweep the left atrium. A foreign body in the aorta that was thought to be a large clot from the papillary muscle through the valve, then into the aorta was visualized. The physician then tried to snare the "clot" unsuccessfully through retrograde access. The physician then placed the patient under general anesthesia to perform a transesophageal echocardiogram (tee). An aortic hematoma was visualized. The physician aborted the procedure then sent the patient for more imaging. The information received indicated that the foreign body was potentially a piece of plastic, and it was possibly from scoring the inside of the transeptal sheath with the transeptal needle when going transeptal. The patient was reported to have an autoimmune disorder and hepatitis c which the physician originally thought to be the cause of the clots. No further details about the patient. The physician believes that the plastic was part of the vizigo sheath. The physician¿s opinion on the cause of this adverse event was that there was an unusual amount of resistance advancing the varipulse through the vizigo sheath. Immediately after the catheter came out of the sheath, there was a large mass noted protruding from the sheath that appeared to be some part of the sheath construction. While this originally was clinically felt to be a blood clot, there was no blood clot on flushing the sheath and after retrieval of the material it almost likely represented prosthetic material from the sheath. The intervention provided was snare retrieval, initially from the right femoral artery resulting in thoracic aorta intramural hematoma. After stabilizing the aorta, the prosthetic material was removed by snaring from left brachial artery. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization of 6 days in the intensive care unit (ICU) stay including two days intubated due to associated respiratory issues and need for stabilization. The relevant tests/laboratory data was act at time of transeptal was 331. Other relevant history/preexisting conditions include moderate descending aortic calcification and calcification in femoral arteries on ultrasound.